Event description:
The recipient reportedly experienced an infection with drainage. The infection did not clear with medical intervention. The recipient's device was explanted. The recipient was not reimplanted. The recipient has healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The external visual inspection revealed silicone damage on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.